Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. The lead conductor coils were fractured. The fracture location appeared to be just distal of the suture sleeve tie down site. This was consistent with a fatigue fracture around the suture sleeve location.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing threshold and impedance measurements. This lv lead had suspected fracture in the pocket near the suture collar. This lv lead was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.